Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings:on investigation, the alleged damaged casing issue was verified. Multiple battery compartment cracks were observed; on the side of the compartment running form the threads towards the case seal, above the grip pad and below the grip pad. Unrelated to the complaint, the returned battery cap had stripped threads and the bolus button was found to be torn. Using a test cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).